Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported h6 and h11 information. Two reportable findings were inadvertently omitted from the initial emdr, along with their associated h6 investigation finding codes. During the device evaluation, the following reportable malfunctions were identified: a missing a-rubber (bending section cover/distal end cover) and corrosion on the light guide lens. The root cause of these malfunctions could not be conclusively determined; however, they are likely attributable to component damage. Olympus will continue to monitor the field performance of this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A definitive root cause could be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was no image on the bronchovideoscope. There was no patient involvement.